Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the wires within the connector. Additionally, there was contamination on the j502 of the ca board. The root cause for the damaged connector was excessive force. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code.